Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure an attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a lesion located in the mid obtuse marginal (om). There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre dilated. It was reported that the device failed to cross the lesion and stent deformation occurred in vivo during positioning. The procedure was completed using a balloon. No patient injury reported.

Manufacturer narrative:
The lesion was calcified. Resistance was encountered when advancing the device. Patient is alive without injury. Product was disposed of at the account. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.